Event description:
It was reported that the customer was hospitalized with low blood glucose of 25 mg/dl. Customer stated the reason for the hospitalization was air bubbles in the insulin pump. The air bubble issue continued and the customer stated she had trainers come to her home to show how she was preparing the reservoirs. At the time of the report, customer's blood glucose was 49 mg/dl, which she treated with food and drink. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.